Manufacturer narrative:
The customer returned the suspect test strips and the meter. The returned meter & strips were tested in comparison to a retention meter and masterlot strips. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Manufacturer narrative:
The customer has no more strips available to return.

Event description:
The customer tested on his coaguchek xs meter with serial number (B)(4) and obtained a result of 2.9 inr. The customer used a different finger and tested again within 4 minutes and obtained a result of 2.2 inr. The customer doesn't remember if the qc check mark appeared when the tests were performed. The patient's therapeutic range is 2.0-3.0 inr. The patient is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. No adverse event occurred. The customer feels normal. The suspect product was requested for return; however, the strips are no longer available. The relevant retention test strips (lot 20646322) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.